Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a planned/non-emergency treatment. The procedure was completed (as planned) by using wired footswitch. The philips remote service engineer (rse) checked the device remotely and confirmed that the wireless footswitch was not working. The fse visited onsite and upon functional testing, the fse identified the status of the wi-fi (led) indicator on the wireless footswitch was solid red and the color of the battery indicator was green which confirmed wireless connection issue. To resolve the reported issue, the fse replaced the wireless footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the wireless footswitch was not turning on and indicator was showing red. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.